Manufacturer narrative:
This report is being submitted to relay additional information. The following information is being reported: b4: 27 nov 2019. B5: no new information to report. G4: 06 nov 2019. G7: follow up. H1: serious injury. H2: additional information. H3: no, device not returned. H6: method, results, conclusion. H10: manufacturer narrative. The reported device was not returned for evaluation. The reported event of a fractured implant was not confirmed. A device history record (DHR) review could not be completed as the reported device lot is unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review could not be completed as the reported device item and lot are unknown. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned

Event description:
No new information to report.

Manufacturer narrative:
(B)(4). PMA/510(k) number unknown / not provided. Device not returning to manufacturer.

Event description:
It was reported that the unknown lz implant fractured. As a result, the implant was subsequently removed.